Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing grinding noises from the pump and that the pump was not pumping well. No alarms were reported. A vent filter sample submitted to the manufacturer for analysis showed evidence of main bearing wear. As a result, the hospital made a decision to exchange the lvad with another lvad.